Event description:
It was reported that the patient developed an infection at the paddle incision site and was prescribed antibiotics. Additional information received that the patient underwent explant procedure and was doing well postoperatively. The explanted device components were not returned as it was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 571557.

Event description:
It was reported that the patient developed an infection at the paddle incision site and was prescribed antibiotics.